Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0vx0q, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The patient reported that since (B)(6) 2015 she felt some vibration sensation from the lead wire when she did certain activities such as lifting her niece or assisting her mother on a walk. At physical therapy while standing on a ¿vibrating machine¿ doing exercise the patient had to stop because it was causing discomfort at the lead. When driving her car the patient used a cushion because her lead vibrated. The change in therapy/symptoms was considered gradual. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.